Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain left side coil pain constantly ,right side less painful"), embedded device ("essure coil within both fallopian tubes near the cornu extending into the fallopian tubes but partially embedded within the myom"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis") in a 45-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone. Concurrent conditions included smoker (marijuana, former, start 15/stop 38, quantity daily; meth, former, start 22/stop 38, quantity daily.). Concomitant products included cyclobenzaprine. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6)2012, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced urinary incontinence ("loss of control urine") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced vision blurred ("vision problem/ blurriness and inability to focus/ eye problem/eye stopped getting worse"). In (B)(6)2015, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping/she had mild cramps at most"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), fallopian tube spasm ("there was minimal tube spasm during this part of the procedure") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ uterosacral colpopexy, cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, alopecia, vaginal haemorrhage, urinary incontinence, nausea, vision blurred, diverticulitis and fatigue had resolved, the embedded device outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain, back pain, fallopian tube spasm and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, diverticulitis, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: effective occlusion of fallopian tubes by essure; on (B)(6)2012: results: total bilateral occlusion. Everything looked correct. Concerning the injuries reported in this case, the following ones were reported via medical record: embedded device and fallopian tube spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received-pt of events visual impairment and eye disorder updated to vision blurred .outcome of events nausea, diverticulitis, fatigue, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary incontinence updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain left side coil pain constantly ,right side less painful"), embedded device ("essure coil within both fallopian tubes near the cornu extending into the fallopian tubes but partially embedded within the myom"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis") in a 45-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone. Concurrent conditions included smoker (marijuana, former, start 15/stop 38, quantity daily; meth, former, start 22/stop 38, quantity daily.). Concomitant products included cyclobenzaprine. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary incontinence ("loss of control urine") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced eye disorder ("eye problem") and visual impairment ("vision problem"). In (B)(6) 2015, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping/she had mild cramps at most"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), fallopian tube spasm ("there was minimal tube spasm during this part of the procedure") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ uterosacral colpopexy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, eye disorder and visual impairment had resolved, the embedded device and back pain outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, vaginal haemorrhage, fallopian tube spasm, urinary incontinence, nausea, diverticulitis, fatigue and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, diverticulitis, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fallopian tube spasm, fatigue, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: effective occlusion of fallopian tubes by essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("essure coil within both fallopian tubes near the cornu extending into the fallopian tubes but partially embedded within the myom") and menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker (marijuana, former, start 15/stop 38, quantity daily; meth, former, start 22/stop 38, quantity daily.). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain, embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping/she had mild cramps at most"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and fallopian tube spasm ("there was minimal tube spasm during this part of the procedure"). The patient was treated with surgery (robotic total laparoscopic hysterectomy; bilateral salpingectomy uterosacral colpopexy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, back pain, alopecia, vaginal haemorrhage and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: effective occlusion of fallopian tubes by essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube spasm. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff fact sheet menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: reporter information, events: new events: essure coil within both fallopian tubes near the cornu extending into the fallopian tubes but partially embedded within the myometrium, there was minimal tube spasm during this part of the procedure were added on (B)(6) 2018: pfs received: reporter, lot number, new event menorrhagia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain left side coil pain constantly ,right side less painful"), embedded device ("essure coil within both fallopian tubes near the cornu extending into the fallopian tubes but partially embedded within the myom"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis") in a 45-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone. Concurrent conditions included smoker (marijuana, former, start 15/stop 38, quantity daily; meth, former, start 22/stop 38, quantity daily.). Concomitant products included cyclobenzaprine. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary incontinence ("loss of control urine") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced eye disorder ("eye problem/eye stopped getting worse") and visual impairment ("vision problem"). In (B)(6) 2015, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping/she had mild cramps at most"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), fallopian tube spasm ("there was minimal tube spasm during this part of the procedure") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ uterosacral colpopexy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, eye disorder and visual impairment had resolved, the embedded device outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, fallopian tube spasm, urinary incontinence, nausea, diverticulitis, fatigue and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, diverticulitis, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fallopian tube spasm, fatigue, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on an unknown date: effective occlusion of fallopian tubes by essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Lab data added. Event outcome lower back pain updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain left side coil pain constantly , right side less painful"), embedded device ("essure coil within both fallopian tubes near the cornu extending into the fallopian tubes but partially embedded within the myom"), menorrhagia ("menorrhagia") and diverticulitis ("diverticulitis") in a 45-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone. Concurrent conditions included smoker (marijuana, former, start 15/stop 38, quantity daily; meth, former, start 22/stop 38, quantity daily.). Concomitant products included cyclobenzaprine. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary incontinence ("loss of control urine") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced eye disorder ("eye problem") and visual impairment ("vision problem"). In (B)(6) 2015, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping/she had mild cramps at most"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), fallopian tube spasm ("there was minimal tube spasm during this part of the procedure") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ uterosacral colpopexy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, eye disorder and visual impairment had resolved, the embedded device and back pain outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, vaginal haemorrhage, fallopian tube spasm, urinary incontinence, nausea, diverticulitis, fatigue and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, diverticulitis, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fallopian tube spasm, fatigue, menorrhagia, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: effective occlusion of fallopian tubes by essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device and fallopian tube spasm. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Reporters information updated. Events: loss of control urine, nausea, eye problem, vision problem, diverticulitis , fatigue, weight gain were added. Events outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain lower ("excessive cramping"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, back pain, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.